Event description:
Customer reported receiving an altitude alarm while driving to a holiday destination. Blood glucose level at the time was approximately 12 mmol/l, which is within the provided range, but no further questions about blood glucose were required. Technical support instructed the customer to clean the pump¿s speaker holes and reconnect the cartridge, which allowed insulin delivery to resume. Although insulin delivery resumed temporarily, the alarm recurred within five minutes after loading a new cartridge. Technical support provided preventive tips for altitude alarms, and the pump returned to normal operation after the initial cleaning process.